Manufacturer narrative:
An event of endocarditis and "significant pressure gradient," was reported. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The following information comes from an abstract of the the 65th annual scientific session of the japanese college of cardiology, 2017, vol.65, p.784, p-086, titled utility of cardiac CT as a diagnostic tool in diagnosis of prosthetic valve endocarditis, which was unable to be detected vegetation through transesophageal echocardiography in two cases. Case 1 involved a non-abbott tissue heart valve. Case 2 involved a 25 mm epic valve. In (B)(6) of an unknown year, an aortic valve replacement was performed due to aortic regurgitation and this 25mm epic valve (serial unknown) was implanted in a male patient in his (B)(6). In (B)(6) of an unknown year, the patient experienced low back pain. As a high value of inflammatory reaction was confirmed, the patient was admitted to the hospital. Streptococcus was positive by blood culture. On day 2 of hospitalization, a transthoracic echocardiography and transesophageal echocardiography were performed. Although an echocardiogram revealed significant pressure gradient on this valve, no vegetation was observed. On day 10 of hospitalization, a cardiac CT was performed and vegetation was confirmed on the valve and surgical intervention was scheduled. There is no information available other than what the author stated in this literature abstract, such as the treatment and status of the patient. Patient specific information of patient identifier, exact age or birthdate and weight are not available for this case. No additional information is expected.